Manufacturer narrative:
D9: date returned to mfg.: 3/13/2024. H3 and h6. Evaluation codes: updated. Device evaluation: four original sealed spinal kits from two lot numbers were received, lot 4382555 (qty 2) and lot 4436373 (qty 2). The bupivacaine-hydrochloride was removed from the trays, visually inspected, and found to have no visible nonconformities. The compound liquid was observed to be clear (colorless) with no particulates in the vial. The customer stated the date of the event was 11-jan-2024. The expiry date of the reported product was 31-aug-21. Based on available information and evidence no product quality problem could be confirmed. Possible causes of lack of effect may be administration techniques or patient anatomical variations, including pathological or psychological factors. Review of device history records and incoming records for both lot numbers found no discrepancies or anomalies relevant to the complaint. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.

Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patients were not getting numb when using the device. There was patient involvement and no patient harm/adverse event reported. Based on the event date provided, the device has been used past it's expiration date.